Manufacturer narrative:
G4: 22jul2020, b4: 15sep2020 . The biomedical engineer replaced the user interface board to address the unit turning on by itself. The power management board was replaced by field service engineer (fse) to address the battery issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
The customer reported that the unit turns on by itself. The customer also reported that during preventive maintenance (pm), it was determined that the unit would not operate from the battery. During the battery test, as soon as ac power is disconnected, the unit shuts down. The customer reported that the unit was not in use on the patient. The customer contacted product support and reported that he tried another battery, and the issue continued. The power harness pins look good. The battery has 16.7 volts, power management (pm) board is p/n 1055906. The investigation is ongoing.